Manufacturer narrative:
(B)(4). The instructions for use (IFU) of the gore® dryseal sheath states, ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿ additionally, the IFU mentions that if the vessel size is smaller than the nominal body outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result. The reported vessel size was 7-8mm and the body outer diameter of the used sheath 9.1mm.

Event description:
The following was reported to gore: on (B)(6) 2017, the patient was successfully treated with a conformable gore® tag® thoracic endoprosthesis in a tevar procedure. It was stated that a 24 fr gore® dryseal flex sheath was advanced through a small right femoral artery (7-8mm). After the endoprosthesis was successfully implanted, the patient experienced a minor rupture of the right femoral artery. The artery was endovascularly repaired using two gore® viabahn® endoprostheses. The patient tolerated the procedure.